Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vanomycin (intraperitoneal injection, one gram, once in four days) and fortum (intraperitoneal injection, one gram, daily). The cause of the peritonitis was unknown. At the time of this report, the outcome of the peritonitis was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis due to a break in aseptic technique. On an unreported date, the patient was retrained on aseptic techniques. The patient recovered from the peritonitis (previously not reported). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.